Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change out procedure the right atrial (ra) and right ventricular (rv) leads exhibited non-capture when cautery was used. The rv lead was reprogrammed, however when implantable pulse generator (ipg) was replaced the leads were noted to successfully capture. The leads remain in use. No patient complications have been reported as a result of this event.